Manufacturer narrative:
The reported 2.7 x 13mm l low profile hexalobe screw (part number 3040-23013-s, batch number 578394) and the 2.7 x 15mm l low profile hexalobe screw (part number 3040-23015-s, batch number 576968) were not returned for evaluation. However, manufacturing and inspection records were reviewed, and no anomalies were found.

Event description:
(5 of 5) it was reported during removal surgery that the surgeon broke the tips of a screwdriver. The surgery was completed with a replacement device after a 30-minute delay. The plate and one of screw remain in the patient's body, as they were not removed during the extraction procedure. The date for the insertion surgery was (B)(6)2023. No other patient consequences were reported. There are 5 related report numbers for this event 3025141-2025-00004 ..